Event description:
I had a lot of eye surgeries starting in 1991 with rk then laser and continued on with lasik first in 2003 in both eyes and then repeated again in 2005. This caused unstable corneas and also led to having a corneal transplant on the right eye they said due to scarring. I also now have fluctuating corneas from the lasik and can't get good vision. We have tried hard contacts but can't tolerate due to dry eye because of the lasik. I have not have a problem with the transplant other than not getting good vision. I have been told as recent as 8 months ago that I could have the left eye transplant done whenever I was ready, which is insane since my eye sight is worst in the right eye than the left even though nobody understands how I can see thru all the scarring. I have also had cataract surgery on both eyes due to early development probably due to excessive use of the steroid drops for all the eye surgeries. I have been living with this for 18 years and no doctor can help but to tell me about the new procedures on the horizon. My best corrected vision fluctuates between 20/60 and 20/100.